Event description:
It was reported that during the procedure in the heavily calcified mid to distal right coronary artery (rca), a whisper guide wire was advanced into the patient anatomy and was able to cross to the target site. The device was then removed and exchanged for a balance middleweight (bmw) guide wire. The bmw guide wire was advanced and placed in a side branch of the right posterolateral artery. A non-abbott balloon dilatation catheter was advanced over the bmw and the balloon expanded from the distal to mid rca and removed. It was noted upon angiography that the balloon always had a waist due to the calcification of the vessel. A 2.75 x 23 mm xience v otw stent system was then advanced into the patient anatomy, but was unable to cross to the target lesion and was removed. A second bmw guide wire was advanced and placed in the posterior descending artery (pda). A non-abbott dilatation catheter was then advanced and the balloon inflated. The dilatation catheter was removed. The same 2.75 x 23 mm xience v stent system was then re-inserted and advanced to the target site. The physician intended to place the stent in the distal rca and then place additional stents proximal to the stent; however, the stent was deployed in the mid rca, as the stent system could not be advanced to the distal rca. Post-dilatation was performed as part of standard procedure. Additional dilatation was then performed distal to the previously placed stent and the dilatation catheter was removed. A non-abbott stent system was then advanced; however, it was unable to cross distal to the previously placed stent.

Manufacturer narrative:
(B)(4). Excessive force. At this time, the physician decided to end the procedure and send the patient to surgery for coronary artery bypass graft (CABG), as he was unable to stent further. The bmw guide wire in the pda was removed from the anatomy without difficulty. An attempt was made to remove the bmw in the side branch of the right posterolateral artery; however, it was noted to be stuck in calcification. Force was applied to remove the guide wire, but the guide wire began to unravel. The physician continued to pull back with force and the guide wire then separated. A segment of the guide wire remained stuck in the patient anatomy and the other segment was removed from the anatomy. A snare device was advanced, but was unable to retrieve the separated segment and the snare device was removed. The patient was then transferred to another facility for CABG. Additional information received indicates that the patient has a history of emphysema. Due to the condition of the patients lungs, the surgeon refused to perform the surgery. The patient was in stable condition and it was felt blood flow had been improved enough with the placement of the 2.75 x 23 mm xience v stent. The patient will be treated with medical management and the separated segment of guide wire remains embedded in the side branch of the right posterolateral artery. The patient is in stable condition. No additional information has been provided. Guide wire: balance middleweight, whisper; stent: 2.75x23 mm xience v. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device revealed the shaping ribbon was returned separated 9 millimeters (mm) proximal to the tip ball. The tip ball and coils were still intact. The guide wire was not separated into two pieces. The tip coils were completely stretched out 4mm proximal to the tip ball. Scanning electron microscopy analysis results suggest that the ribbon failure may be attributed to tensile overload. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected. It should be noted that the hi torque balance middleweight universal instructions for use warns: do not: push, auger, withdraw or torque a guide wire that meets resistance. Do not: torque a guide wire if the tip becomes entrapped within the vasculature. In this case, the excessive force used to remove the wire appears to have contributed to the separation.